Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the clip assembly was half deployed, and the clip was not returned with the device. It was noticed that the control wire detached from the control knob and was removed from inside the coil. There is not enough information to identify what might have caused the reported failure. Therefore the most probable cause for this complaint cannot be determined.  A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter and the spring on the handle broke. Eventually, the clip was released after some manipulation, and the procedure was completed at this time. There were no reported complications reported as a result of this event . The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter and the spring on the handle broke. Eventually, the clip was released after some manipulation, and the procedure was completed at this time. There were no reported complications reported as a result of this event . The patient's condition at the conclusion of the procedure was reported to be fine.